Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring loosened on the insulin pump. The insulin pump will return. The customer's blood sugar is unknown.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. The test reservoir does not lock in place and was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Insulin pump was received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window.